Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/29/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was undamaged but all the buttons were unresponsive to user presses. The keypad was removed to inspect under its contact buttons and there was no contamination found. The pump was opened and it was observed that the keypad flex connector was not fully inserted. When the flex connection was adjusted, the pump was fully functional. The initial complaint was confirmed. Unrelated to the original complaint, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.